Event description:
It was reported that the nurse stated the arctic sun device was alerting low flow and patient line open. Adult patient with 4 pads connected. Normothermia targeted temperature (tt) was 37c, patient temperature (pt) was 35.9c, water temperature (wt) was 20.2c, water flow rate (wfr) was 0 l/m. System diagnostics with pads showed that the outlet monitor temperature (t1) was 20.8c, outlet control temperature (t2) was 20.7c, inlet temperature (t3) was 29c, chiller temperature (t4) was 6.3c, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -0.1psi circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 0, heater was 0, water reservoir level (wrl) was 5, system hours were 19705.4 and pump hours were 14026.8. Walked through stop therapy and disconnect pads. Placed device in manual control at 36c with no pads. System diagnostics showed that the outlet monitor temperature (t1) was 20.2c, outlet control temperature (t2) was 20.2c, inlet temperature (t3) was 30.7c, chiller temperature (t4) was 6.8c, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -0.1psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 0, heater was 0. Device alerted 41 low internal flow. Walked through disabling manual control. Advised to swap out to alternate device and send this one to biomed labeled 41 low internal flow.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event could not be determined. The device was not returned. Per follow up information received on 15oct2025, spoke with biomed who stated this device required a full pm due to hours. They have received a quote for parts and also to send in and are still deciding which they would do. Device was not repaired at this time. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated the arctic sun device was alerting low flow and patient line open. Adult patient with 4 pads connected. Normothermia targeted temperature (tt) was 37c, patient temperature (pt) was 35.9c, water temperature (wt) was 20.2c, water flow rate (wfr) was 0 l/m. System diagnostics with pads showed that the outlet monitor temperature (t1) was 20.8c, outlet control temperature (t2) was 20.7c, inlet temperature (t3) was 29c, chiller temperature (t4) was 6.3c, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -0.1psi circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 0, heater was 0, water reservoir level (wrl) was 5, system hours were 19705.4 and pump hours were 14026.8. Walked through stop therapy and disconnect pads. Placed device in manual control at 36c with no pads. System diagnostics showed that the outlet monitor temperature (t1) was 20.2c, outlet control temperature (t2) was 20.2c, inlet temperature (t3) was 30.7c, chiller temperature (t4) was 6.8c, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -0.1psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 0, heater was 0. Device alerted 41 low internal flow. Walked through disabling manual control. Advised to swap out to alternate device and send this one to biomed labeled 41 low internal flow. Per follow up information received via task on 15oct2025, spoke with biomed who stated this device required a full pm due to hours. They have received a quote for parts and also to send in and are still deciding which they would do. Device was not repaired at this time.